Event description:
Boston scientific crm received info that loss of capture (loc) and high threshold measurements were noted one day post implant. A lead perforation was discovered in the right ventricle (rv) and caused a pericardial effusion. The pt experienced symptoms of nausea, diaphoresis and malaise secondary to the complete loc. The lead was successfully repositioned two days post implant. To date, no further adverse pt effects were reported. No additional information is available at this time. If additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.